Event description:
It was reported that upon interrogation, the atrial lead had oversensing, undersensing, and low lead impedance. The parameter on the lead was reprogrammed. The lead was electrically abandoned. It was noted that the patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.